Manufacturer narrative:
The investigation of high purge pressure has been completed. The pump was not returned for investigation. The data log shows a gradual rise in purge pressure over 30 minutes without an observed motor current spike or an extended purge cassette change procedure. According to the clinical team, the pump was explanted due to the high purge pressure issue. The cause of the high purge pressure issue was most likely biomaterial, based on data log review.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a 63-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella cp had purge pressure high alarm. No kinks in tubing were seen. The alarm was ongoing despite the purge cassette and bag changed. The purge flow continued to be minimal with alarms throughout the CABG (coronary artery bypass graft) procedure. The impella was pulled into the aorta and the patient was placed on bypass support. The impella remained in the aorta during bypass support. The patient was then taken off support and hemodynamics remained stable. The impella was removed.